Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk.

Event description:
Customer reported via phone call that insulin pump experienced a motor anomaly. Customer reported that every time during rewind, motor stopped and customer's spouse would take insulin pump apart in order for motor to proceed. Customer reported that insulin pump was dropped a few times. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.